Manufacturer narrative:
(B)(4). The customer reported unable to acquire a 12 lead ECG. There was no reported adverse patient impact. Philips evaluated the device and the customer reported problem could not be recreated. However, the ECG connector was found to be worn. The connector block panel was replaced. The ECG lead set was replaced under customer satisfaction. The device passed all performance assurance testing and was returned to the customer. We will consider this to be an ECG connector malfunction that could interfere with the acquisition of 12 lead ECG.

Event description:
The customer reported unable to acquire a 12 lead ECG. There was no reported adverse patient impact.